Event description:
Healthcare professional reported ¿revision and left rupture" this record is for the left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Clarification b.3: date of occurrence reported as unknown, no date provided.

Event description:
Healthcare professional reported ¿revision and left rupture" this record is for the left side. Device was explanted.